Manufacturer narrative:
The device did not malfunction and is within cynosure published specifications.

Event description:
Cynosure received email to report a burn incident that occurred after a hair removal treatment using a maxg on a pt's face. The pt developed scabs and they are healing: the scabs fell off and the area is slightly pink. The nurse does not anticipate permanent injury and they spoke with the pt on (B)(6) 2014 and she is healing properly. The physician received in-service training from cynosure clinical group but the nurse delivering the treatment was never trained by cynosure because she was hired after the training was conducted. Cynosure's clinical group spoke with the nurse and clinical provided guidance on cynosure-palomar treatment guidelines with the doctor, including use of coupling/gel and luxlotion, and reinforced proper technique.